Event description:
It was reported that the programmer training was ineffective because the patient was under the effects of anesthesia. The patient lacked the basic understanding of the therapy. It was noted that the programmer (pp) manual was very confusing. There was a suggestion for group follow up training session to review information regarding use of programmer and therapy information. The patient never received the interstim therapy guide. Furthermore, a shocking and jolting sensation was reported. The patient adjusted stimulation a week prior to report because she wasn¿t feeling stimulation, then later, she felt stimulation all of a sudden and it was way too strong. Additional information reported that the patient received the manual. In regards to the shocking/ jolting, the patient was pressed the stim off button and nothing happened. She did not know she had to have the pp or the antenna on the implant for it to read the commands. Once she read the manual, she turned it off without issue. With regards to programming, the patient started on program 3 and is back to it at 2.3v, she tried program 4 with no results and it was very hard to tell if programs 1 and 2 did anything. It was noted that when patient increased stimulation, she had increased it to a point where it was uncomfortable. The patient was going to the restroom 12-15 times a day before therapy, at the time of report; she was going about 8 times. There was not greater than 50% therapy relief. The patient had education in doctor¿s office and was doing fine. The patient is slowly discovering new features but is still having concerns regarding her device/ therapy and has an appointment (B)(6) 2015 to discuss programming. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tbfz, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).